Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to replicate the reported event. The nonconforming system components was replaced to address the issue. The system was tested and found to meet product specifications. The root cause of the reported event can be attributed to a non-conforming system components. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to replicate the reported event. The nonconforming system components was replaced to address the issue. The system was tested and found to meet product specifications. The system was received for testing on this investigation. Visual inspection was performed. Sample testing could not be performed because the sample was damaged upon receipt. However, it is unclear if the system was damaged at the customer site or during transit. Based on the information available, the reported event is inconclusive. Based on the information available, the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system was measuring spherical but not measuring cylinder. The selection for astigmatism did not exist for the patient. There was no red fixation light on the screen during unknown procedure.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).